Event description:
It was reported that during the procedure, the 5th microcoil (deltaplush cerecyte microcoil-cpl100306-30/g16003), the system ready light did not illuminate, and the unspecified cable was changed for a new cable, but the situation was the same. Then, the deltaplush microcoil was changed for a new unspecified coil, and was able to detach using the new cable and the same dcb without any problem. Afterwards, the procedure was successfully completed without any further issues. Four coils were successfully placed using the same cable before the complaint product. The complaint product was safely removed from the patient and there was no patient injury/complications reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Pre-deployment electrical check was performed and no issues were noted. Type of dcb and cable used with the product were not provided. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no attempts were made to detach the coil manually. The microcatheter used with the device was excelsior sl10 straight (stryker). After the event, other than the reported event, it was unknown if there were other damages, and it was unknown if the coil remain attached to the delivery system. The procedure was conducted with an enterprise vrd ((B)(4)/lot unknown), and the target site was the ba-tip aneurysm. The vessel was not calcified and not tortuous. The complaint product is going to be returned for evaluation whereas the cable is unavailable. No additional information was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during the procedure, the 5th microcoil (deltaplush cerecyte microcoil-cpl100306-30/(B)(4)), the system ready light did not illuminate, and the unspecified cable was changed for a new cable, but the situation was the same. Then, the deltaplush microcoil was changed for a new unspecified coil, and was able to detach using the new cable and the same dcb without any problem. Afterwards, the procedure was successfully completed without any further issues. Four coils were successfully placed using the same cable before the complaint product. The complaint product was safely removed from the patient and there was no patient injury/complications reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Pre-deployment electrical check was performed and no issues were noted. Type of dcb and cable used with the product were not provided. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no attempts were made to detach the coil manually. The microcatheter used with the device was excelsior sl10 straight (stryker). After the event, other than the reported event, it was unknown if there were other damages, and it was unknown if the coil remain attached to the delivery system. The procedure was conducted with an enterprise vrd (enc452212/lot unknown), and the target site was the ba-tip aneurysm. The vessel was not calcified and not tortuous. The complaint product is going to be returned for evaluation whereas the cable is unavailable. No additional information was available. The device positioning unit (dpu) failed electrical testing. The detachment fiber failed to receive heat and melt. The most likely root cause of the enpower systems go light failure to illuminate was due to electrical wiring damage. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. While it stated that the systems go light did not illuminate during the procedure, it did not state that a pre-deployment electrical check was performed. If a pre-deployment electrical check was not performed prior to use, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis on the returned device, it appears that procedural factors/device handling contributed to the reported damages and inability of the coil to detach. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taking at this time.